Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, intermittent cartridges did not fit onto the pump. The customer's blood glucose level ranged from 400-499 mg/dl. Reportedly, the customer was able to change cartridge and resume insulin delivery.